Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced high impedance and was unable to enter MRI mode. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced on (B)(6) 2021. This resolved the issue.

Manufacturer narrative:
A patient experiencing invalid impedance and unable to enter MRI mode was reported to abbott. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.